Manufacturer narrative:
The zoll catheter was returned to zoll on (B)(6) 2018 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
The patient was inserted an icy catheter on the femoral vein without issue and received ivtm treatment. Approximately 45 to 60 minutes into cooling phase, the user observed that the medial lumen (white) of the icy catheter had expanded. Upon inspection, no sign of leak on the patient's bedside or on the start-up kit (suk) was observed. No alarm was observed on the thermogard console. Due to the dilation of the icy catheter's medial lumen, the user decided to exchange to another icy catheter to complete patient treatment. No further issue was observed. No known impact or patient consequence was reported.

Manufacturer narrative:
The reported complaint was confirmed. Visual inspection of the returned icy catheter (lot # 77126) identified a stretched or dilated medial lumen approximately 25 mm from the catheter tip. According to the reported event, a pressurized drug perfusion device was utilized, this caused the observed dilation of the medial lumen thus confirming the reported event. Additionally, visual inspection of the distal and proximal lumens appeared normal. No other physical damage was observed on the catheter. The catheter was functionally tested by connecting to an inflation device and found no issue. The distal, medial and proximal lumens flushed as intended. The in/out luers flushed normally. No leaks or cross talk communication was observed during testing. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for the quattro catheter with lot # 77126.